Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with diagnostic laparoscopic, fulguration, division of uterosacral ligament and urethropexy due to pelvic pain and stress urinary incontinence. The patient experienced pain and urinary/bowel problems. The patient underwent mesh revision on (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent hysterectomy on (B)(6) 2010. It was reported that the patient underwent mesh revision due to pain and adhesions (no explant) on (B)(6) 2013.

Manufacturer narrative:
(B)(4)